Manufacturer narrative:
The monitor (B)(4) was returned and evaluated at the distributor in accordance with zoll manufacturing recommendations. As received, the electrode belt displayed a service code 107 (multiple abnormal shutdown). Upon investigation the monitor was able to power on. A review of the software flag files indicated that they monitor was intermittently exhibiting intermittent abnormal shutdowns. The cause for the failure was isolated to corrosion on connector j502. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that the monitor displayed a service code 107 (mulitiple abnormal shutdowns) and was unable to power on correctly.